Manufacturer narrative:
Initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during self-check with an ak 96 device, an unspecified alarm was generated without an alarm code, and an external fluid leak was observed from the bypass connector. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by the hospital engineer. Upon visual inspection it was observed that the dia connector was leaking (unspecified if blue or red). The reported condition was verified. The sealing ring of bypass connector was replaced, and no further issues were noted. The cause of the condition could not be determined; however, it is likely due to aging and wear resulting in degraded seals of the connectors. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.